Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was over 500 mg/dl. The customer was advised to use a back-up plan to treat for the high blood glucose. The caller stated that the insulin pump had neither been dropped, bumped, nor exposed to an electromagnetic field.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.